Event description:
The patient received her scs system on (B)(6) 2011 including a surgical lead. It was reported later that day that her legs were weak, and she was experiencing leg pain. Follow-up on the patient found that she is doing well. Her scs system was recently reprogrammed, and she is receiving adequate therapy coverage. The reported leg pain has subsided, and there are no further issues of concern.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.